Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review of the implantable cardioverter defibrillator, episodes of myopotential oversensing resulting in pacing inhibition were seen during periods where the patient was undergoing deep breathing exercises. The device was reprogrammed and the patient was stable throughout the clinic visit.